Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a primary total hip replacement (B)(6) 2018. His post-op period was unremarkable. He was doing well and exceeded what he was supposed to be doing. On (B)(6) 2018 he bent over at the hip to pick up a log. He dislocated and was brought the emergency room (e.r.) He was reduce and dislocated again in the e.r. Components were well positioned. The doctor felt the patient would benefit from a revision to an mdm. He was revised on (B)(6).